Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "I have just been contacted by the (B)(6) account and they have informed me that a bixcut reamer has snapped inside the patient. The coil part of the reamer uncoiled during use whilst using a guidewire, removed and x-rayed patient nothing remained in patient."

Event description:
As reported : "I have just been contacted by the sath account and they have informed me that a bixcut reamer has snapped inside the patient. The coil part of the reamer uncoiled during use whilst using a guidewire, removed and x-rayed patient nothing remained in patient. Patient required longer anesthetic. A 30 minute delay was reported."

Manufacturer narrative:
Correction - please refer to b1 adverse event/product problem, d9 product available to stryker. The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received device was visually inspected, and we can see clear breakage of the reamer head from the shaft at the welded section which terms to the application of the excessive torsional and axial load on the process. The breakage surfaces show the typically rough and cliffy structure of a ductile overload fracture. We can also see that the spiral shaft is open at various positions, indicating that the reamer was also used in a counterclockwise direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation based on the investigation the root cause can be establish as normal wear and tear as the device was manufactured in 2004 and over time wear and tear gradually diminishes a device's strength, leading to reduced performance and increased susceptibility to failure, which resulted in failure due to overload of force. If any further information is provided the complaint report will be updated.